Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was 150 mg/dl at the time of the call. The customer stated that the pump functions but the battery life does not last as long as it is supposed to. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer was assisted with the issue but the black display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The pump powered up properly after battery installation, and no blank display was noted. The pump had normal operating currents, and no unexpected off no power, weak battery, low battery or failed battery test alarms were noted. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.